Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient has been really using the potty since patient was in rehab 2018, 2 weeks ago. During call, the ins status and therapy was off. It was turned stim back on. Patient increased to 7.8 on program 4 however patient was feeling stim at the ins site only. Program changed to 1 at 6.4 and patient still feeling stim again at the ins site. They tried to change to program 2 however with patient still feeling stim at the ins. They then tried to change to program 3, and patient felt stim a little lower than the ins site but still not in the bicycle seat area. Patient was going to leave stim set on program 3 and contact the doctor to have the ins and leads checked. Also reported was that they noticed the day of the report that patient has to rock them self to get out the chair, the toilet and their bed to stand up. They were wondering if this could be affecting the stimulator. Patient also had intermittent connection with the antenna but was connecting without the antenna. There was no out of box failure. No further complications were reported.